Manufacturer narrative:
The reported events of noise and low pacing impedance were confirmed. A partial lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to suture tie impression. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. Furthermore, the rv lead also exhibited low pacing impedance. The rv lead was explanted and replaced. The patient was in stable condition.